Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that there was low therapy impedance and it had been this way since the first implant. The therapy impedance of this new implantable neurostimulator (ins) was 242 ohms. The reporter thought the patient was getting benefit. The reporter did not think the low impedance was at the extension-ins connection because it did not improve after ins replacement. Six days later it was reported that the doctor decided to discuss changing the extension when the ins reached the elective replacement indicator (eri), which should be (B)(6) 2015. Additional information was requested, but was not available as of the date of this report.